Manufacturer narrative:
Analysis summary: the reported limb detachment and resulting type iiia junctional endoleak was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant is unknown, films during implant and the amount of initial limb overlap could not be determined, and earlier post-implant CT¿s were not provided for comparison. CT¿s returned at 15 months post-implant confirmed that the contra limb had pulled out of the bifurcate contra gate, and the majority of the detached limb was occluded. The infrarenal neck and bifurcate aortic body were angulated at the flow divider ~65 deg a-p; relative to the distal aorta, and it appears that there has been disease progression within the proximal neck and right common iliac artery. Analysis of the returned films did not reveal any stent graft characteristics that could explain the observed detachment. It is possible that aneurysm morphology changes, as seen with the severely angulated neck, may have contributed to the limb separation and resulting type iiia endoleak. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. Disease progression and insufficient stent graft overlap length at implant may have also contributed to the detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e sbf3614c103e, serial/lot #: (B)(4), ubd: 05-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 72mm abdominal aortic aneurysm. It was reported that when the patient returned for follow-up, a CT preformed one year and four months post the index procedure found that the stent limb had dislodged and separated from the stent grafts main body. The patient received treatment eight days later with an endurant aui stent graft and a mdt occluder stent graft implanted and also a fem/fem bypass preformed. It was reported that this treatment had good results and there was no endoleak noted on completion. As per the physician the cause of the event can not be determined. No additional clinical sequalae were preformed and the patient is fine.